Event description:
Event description guidant received information that one-and-a-half years following an implant procedure, a right ventricular (rv) lead exhibited changes in impedance measurements, undersensing of r-waves, and increased threshold measurements. After fluoroscopy, dislodgement was suspected. At the revision procedure, this rv lead was successfully repositioned.